Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device was checked at follow-up in october of 2005, and appeared to have plenty of battery, however by dec. 2005 had reached elective replacement indicator. No therapy had been given during this time. The device was implanted approximately 3 years.